Event description:
The customer reports observation of a discordant elevated high-sensitivity troponin I (tnih) patient sample result when processed on an advia centaur cp analyzer (s/n: (B)(6). An initial elevated result was obtained for the patient in question. The initial result was reported to the physician who questioned the result. The same sample was then retested on the original analyzer and on an alternate method, both of which yielded lower results. The lower results were considered correct, and the lower result obtained on the original analyzer was issued to the physician in a corrected report. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.

Manufacturer narrative:
A customer from the united states contacted siemens and reported observation of a discordant elevated high-sensitivity troponin I (tnih) patient sample result when processed on advia centaur cp analyzer. Quality control (qc) recovered within the laboratory established ranges prior to patient sample testing. A siemens customer service engineer (cse) was dispatched to the customer's site to perform a total service visit. During the visit, the cse inspected the fluidics system, removed all cuvettes, cleaned the hopper, and verified all grounding connections. Siemens will proceed with qc and precision testing. The cause of the event is unknown. Siemens is evaluating the event.

Manufacturer narrative:
MDR 2432235-2026-00019 was initially filed on 30-jan-2026. Additional information (06-feb-2026): siemens has concluded the investigation for the customer complaint of observation of a discordant elevated high-sensitivity troponin I (tnih) patient sample result when processed on an advia centaur cp analyzer. Siemens evaluated the instrument data, the information provided by the customer, and the instrument performance, which included the siemens customer service engineer (cse) total service visit. Following the routine troubleshooting intervention mentioned in the initial report, no instrument related issues were observed. Reagent issues were ruled out based on qc recovery and precision within acceptable ranges and no issues were reported with other patient samples. Return of the patient sample for further investigation was not warranted since the discordant result was not reproducible. Also, the measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology. Based on the available information, the cause of the discordant result was consistent with preanalytical variables, as the initial sample yielded the expected result after re-spinning. The instrument is performing according to specification and the reported issue was resolved by routine troubleshooting. No further evaluation of this device is required. Note: in section h6, codes for investigation findings and investigation conclusions were updated based on the investigation results.